Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument, but the evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted after the product has been evaluated and if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the vessel sealer extend instrument (part # 480422-01/lot# l91211011 392) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2022, on system (B)(4). This is a single-use instrument. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the grips of the vessel sealer extend instrument did not open and were clamped on tissue. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the vessel sealer extend (vse) instrument was not moving while grasping the uterus tissue not the blood vessel. There was no error message populated. The customer was able to use another instrument to remove the tissue from the vse and remove the vse instrument. A similar backup da vinci instrument was used. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage found. The vse instrument was working normally for less than 1 hour then the issue occurred. The customers did not use the emergency grip release function though it did not present any issues. They removed the grasped tissue by another instrument then removed the vse. There was no adverse effect to the grasped tissue. Additionally, the customer confirmed that no fragment fell inside of the patient. No unexpected tissue removal and bleeding were noted. The patient had no injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
D10-intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the ceramic dots on the jaw were present. Energy was delivered without any issues and passed the cut test. The instrument was retested and passed all functional testing on both attempts. A review of the instrument logs showed no failures. There was no problem detected. Additional information can be found in the following fields: g3, g6, h2, h3, h6, and h10. Failure analysis information can be found in the following fields: h6 and h10

Event description:
Refer to h10/h11 for follow-up information.